Manufacturer narrative:
There is no indication at the time of this report that the lens has been explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zlb00 intraocular lens (iol), serial number (B)(4) in patient's first eye, he experienced an unexpected postop refraction; patient's results after surgery did not match with the biometry measurements. Patient's uncorrected distant vision was not satisfactory. Reportedly, uneventful clear corneal 2.2 mm temporal incision phaco was performed. Planned postop refraction was 0.00 diopter (d). A +20.5 d multifocal iol with +3.25 addition was implanted. Preop refraction was +3.25 (-1.50x95) (preop visual acuity 3/10). Postoperative course was uneventful and refraction was +1.00 (-1.00x75) d at one month (corrected visual acuity 7-8/10). The other eye was also implanted with zlb00 iol, serial number (B)(4) +3.25 addition. At the time of second eye surgery, the surgeon intentionally selected an iol aiming for -0.8 d (aiming emmetropia) and the patient ended up with emmetropia. Patient's uncorrected distant vision was not satisfactory. Patient outcome was +1.00 (-1.00x73) (preoperative snellen visual acuity 3/10) with -3.25 (-1.50x95). Postoperative snellen corrected visual acuity was 8/10. There was no medical intervention or surgical procedure performed. No further information was provided. This report represents a zlb00 intraocular lens (iol), serial number (B)(4) implanted in patient's first eye. A separate report is being filed for the lens implanted in patient's second eye.

Manufacturer narrative:
Addition information: through follow it was learned that there was no significant impact to patient's daily activity and patient is able to drive okay. Customer also stated that there was no product quality issue. The patient outcome for the right eye is -0.25 (-0.50x110) and 9/10 snellen acuity. The left eye 1.00 (-1.00x75) with 7-8/10 snellen acuity. It was learned that the implant date of the lens on the first eye was on(B)(6) 2016. Device evaluation the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.